Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference according with the complaint.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 150 to 180 mg/dl. The blood glucose testing is performed several times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking insulin to manage diabetes. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 201 mg/dl and 202 mg/dl. The product is stored by customer according to specification in the living room. The test strip lot manufacturer's expiration date is 01/14/2018 and open vial date is 11/02/2015. The meter memory recalled for fasting test results performed: (B)(6).